Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted. The patient blacked out at 4:30 am on (B)(6) 2023. He did not experience any symptoms prior to blacking out and he stated that he did not receive alerts from his receiver that his glucose level was going low. His girlfriend called for the paramedics who wrapped him with a blanket and took him to the hospital. When he awoke at 6:30 am the same day, he was informed that his bg was at 22 mg/dl. He could not remember what medications were administered to him but thought that it might be glucagon to bring his readings up. He also had an IV while in the hospital. He was released the same from the hospital and at the time of the report he was stable. He sustained some bruising because he had to be restrained by the paramedics. It was reported that at some point the bg was 183 mg/dl and the cgm was 269 mg/dl, but it could not be determined when these values were checked and how they were related to the hypoglycemic event. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 03/22/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient experienced inaccurate cgm values two days after the sensor was inserted. During the first 24 hours, he noticed that the readings were uncharacteristically higher than normal. He waited for 24 hours before calibrating and got a bg reading of 183 mg/dl and cgm reading of 269 mg/dl. After calibrating, he received a reading of 66 mg/dl, so he ate something which brought the reading back up to 93 mg/dl. All the time he had the low reading, he did not receive any alert on his receiver; it was later confirmed that this was because he had changed his audio settings. He blacked out at 4:30 am on (B)(6)2023. He confirmed that he did not experience any symptoms prior to blacking out. His girlfriend called for the paramedics who wrapped him with a blanket and took him to the hospital. He cannot remember if any treatment was provided by emergency medical service. When he awoke in the hospital at 6:30 am the same day, he was informed that his bg was at 22 mg/dl. He could not remember what medications were administered to him but thought that it might be glucagon to bring his readings up. He also had an IV while in the hospital. He was released the same day from the hospital and at the time of the report he was stable. He sustained some bruising because he had to be restrained by the paramedics. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.